Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was experiencing pain. The patient stated they misplaced their interstim controller and they just had a CT scan that showed it was very inflamed where the implant was, and they had back pain; they were in pain all the way down into their scrotum. The patient stated they needed to turn the system down but they didn't have any equipment. The patient stated they contacted the urologist that did their implant but they could not be seen for a month.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the pain was all the way down into the scrotum. They can not turn down the system as they had misplaced it's controls and their doctor would not write them a prescription for a replacement until they saw them again. They noted that they couldn't get and appointment until may 12. They stated that the implant was turned up too high or needs to be removed due to inflammation that showed up on a CT. On may 12 they would see their doctor and will have them look at scans and have them write a script for new controllers or plan an operation to have the device removed. This had not been resolved and they noted they were left to suffer with this contraption stuck inside their body giving them aches and pains and nobody seemed "to give a damn."